Event description:
Pt presented with ductal-dependent critical pulmonary stenosis. Treatment was placement of a modified bt shunt from innominate artery to right pulmonary artery using a 3.5 mm gore propaten vascular graft. Physician chose to partially occlude the graft with clips to account for pt body weight. Post-procedural flow was deemed adequate. Soon after surgery, thrombosis occurred, causing the graft to occlude and require intervention. The surgeon restored blood flow by manually declotting the graft into the pulmonary artery. Hypercoagulable testing was conducted through blood draw and the pt was found to have antithrombin-iii levels that were less than 25% of normal. The physician concluded that the pt was hypercoagulable, adjusted the circulating heparin levels accordingly, and the removed vascular clips. The shunt remains in place and patent after re-intervention. Pt is recovering well.

Manufacturer narrative:
Review of the device mfg record history. Review of device mfg record history confirmed device met pre-release specifications.